Event description:
The following device was received for examination. However, it couldn t be associated with a complaint or any other existing record. As a result, this complaint was created to analyze the returned device. This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned for analysis. After visual examination, it was observed that the hex tip of the device is worn and visible edged rounded. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.